Event description:
It was reported that the patient began to exhibit signs of baclofen withdrawal including more muscle spasms and tighter muscles. There was no fever or itching, just increased spasticity. The patient was brought to the emergency room. An x-ray was done and showed that the catheter was broken around the spinal area. It was felt that it was likely placed between the two spinous processes and over time it broke. The pt was placed on oral baclofen and revision surgery was scheduled. The patient had no significant difficulties as a result of the withdrawal and was doing well after the catheter was replaced on (B) (6) 2010. Per the reporter, there was no patient injury; the patient recovered without sequela. The pump was used to deliver lioresal.

Manufacturer narrative:
(B) (4). The catheter has been returned to the manufacturer for analysis which is not completed as of the date of this report. A follow-up report will be sent when the analysis is complete.